Event description:
It was reported that patient experienced recurring incontinence. The device worked great, but the cuff was too big. Physician remeasured and placed a tighter cuff. All components were explanted and replaced.